Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. One MRI powerport isp, one 8fr groshong catheter, and one cath-lock were returned for evaluation. The samples were received unassembled. Visual, miscroscopic, functional and tactile evaluations were performed. The investigation is confirmed for a leak in the catheter. The failure was found more specifically to be due to flexural fatigue. Evaluation showed a partial split between the 13th and 14th depth markers. The split surface was observed to be smooth on the left and right edges and rough on the top and bottom. The identified split is typical of flexural fatigue. Therefore, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 9808560 port and catheter alleged leak was found from the catheter. It was further reported that upon removal a crack at the 14cm mark was found that had caused the leak in the catheter. This report was received from one source. This event involved one patient whose age, weight and gender were not provided. The patient had no reported patient injury.